Event description:
It was reported that at initial implant, the lead was placed in 5 to 6 different locations. The lead was eventually placed on the septal wall. At pre-discharge check, undersensing, impedance decrease, and no capture were noted. The lead was explanted. No patient complications have been reported as a result of this event.